Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh and additional medical treatment. According to the physician's office, the patient reported no complications upon follow up with the physician. All other information is unknown and unavailable.